Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the surgeon was still able to squeeze the handle and the jaws were able to close but there were issues with the loading/firing of the clips due to the clip jamming. None of the clips able to load properly into the jaws at any point during use. There was no patient injury.